Manufacturer narrative:
Investigation summary: first visual inspection was performed and reddish color was observed under the pebax. Second visual inspection was performed and it was found that the pebax sleeve was damaged (hole). It also has reddish-dark brown material inside of it. Per the complaint, the catheter was tested for deflection and the catheter failed. Afterwards, an x-ray of the catheter was taken and it was noticed that the t bar slid down from its place. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the t bar slippage and damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. However, an internal corrective action has been opened to address t-bar slid down issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) procedure with thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. (Bwi) product analysis lab noted a hole in the pebax sleeve. Initially, it was reported that there was a defective deflection. The cable was changed; however, this did not resolve the issue. Therefore, another device was used to continue the procedure. No adverse patient consequences were reported. The bwi product analysis lab received the device for evaluation and noted on the first visual inspection that there was reddish color observed under the pebax. This returned conditioned was assessed as not reportable as there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. This event is being reported because the bwi product analysis lab noted during the second visual inspection on october 31, 2019 that the pebax sleeve was damaged with a hole and reddish-dark brown material was inside of it. The hole in the pebax sleeve was assessed as a reportable issue as the integrity of the device was compromised. The awareness date for this reportable lab finding is october 31, 2019.